Manufacturer narrative:
The customer¿s report of a broken upper filter spigot was confirmed. Visual inspection noted the spigot of the filter had snapped at its base and remained bonded to the tubing. A closer inspection noted stress marks at both ends of the broken filter component. There were no other anomalies observed. Functional testing was deemed unnecessary due to separation of the spigot of the filter. The root cause of the customer¿s report was not determined.

Event description:
The reported feedback suggests that there is a connection issue.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there is a connection issue.